Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated. Visual observation revealed no anomalies on the active tip. No visible damage on the shaft, handle or plug. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the device did not function as intended. During testing, both the coagulate and ablate functions did not work. Therefore, this complaint can be confirmed. The device was sent to the supplier for further evaluation. The supplier provided the following: the investigation established that the device would not activate on either ablate or coag, therefore substantiating the customer complaint. The returned device had no active continuity indicating an intermittent connection in continuity across the electrical crimp contained within the handle. Furthermore, a DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. At this point in time, a CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. And no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that the vapr s90 4.0mm w/integr hdp did not work. The issue was detected during the connection. The procedure was successfully completed with another one with same product code and lot number. There was no clinical consequences reported. Additional information provided by the affiliate reported the event occurred during an arthroscopic cuff repair procedure and caused a 15 minute delay.